Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during laparoscopic hand assisted sigmoid colon resection with colostomy, the device had a snapping or cracking sound at the end of firing cycle. Staple lines looked visibly intact on specimen and stay side, but when the surgeon scoped the rectum there was central mucosal separation and staples were more visible than normal. There was a continuous small air leak under water. The surgeon over sewed the leak and aborted any anastomosis. No patient injury has been noted.